Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the spo2 measurement was not working on the intellivue multi-measurement module x3 and no inop was displayed. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
It was reported that the spo2 measurement was not working on the intellivue multi-measurement module x3 and no inop was displayed. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. A philips response service engineer (rse) spoke to the customer. The customer stated that he saw the no sensor message initially, but now when connecting cabling to monitor and testing, he sees the spo2 remains off. The same cabling was used on another x3 and it worked. The rce confirmed that the customer was using an m1943a adapter cable with m1191t spo2 sensor which should work. The customer also mentioned seeing some wearing or damage to the spo2 connector. The rce provided the customer parts identification and pricing for replacement parts.